Manufacturer narrative:
The unit was received with a blank display due to the battery tube connector not being fully connected into an interface board component. The unit was received with cracked casing at the display window corners and battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the customer's insulin pump was impossible to switch off.